Event description:
During labral repair, the osteoraptor broke in the patient and was removed with grasper. E-mail confirmed patient had good bone and additional anchor was placed in same location. Curved guide and drill used to prep site, unsure if axial alignment was maintained.

Manufacturer narrative:
(B)(4): no product is being returned for evaluation.(B)(4)